Manufacturer narrative:
(B)(4). One lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The customer reported tissue sticking. The reported condition was not confirmed. The device was tested for activation on simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and the tissue did not stick on the jaws as the customer reported. The device was activated while pressing the button in various locations and turning the rotation knob to each stop to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(6). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported while using the ls10 generator and a lf1637 the tissue of the vessel sealed stuck to the jaw of the device. A new device was opened and there weren't any problems when the new instrument was used to complete the case. There was no patient injury.